Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The initial reporter's address and the patient information was not received at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: after performing rotational atherectomy in the lad, forte guidewire (product 2) was inserted to take the place of the rota wire. A synergy stent (product 1) was delivered un-deployed over the forte guidewire. They were unable to deliver the stent to the proper area due to lack of guide catheter support. They then opted to pull all devices out and switch guide catheters. During this process, the stent would not come off the wire so the physician pulled both the wire and stent together out of the body. He then brought to the reporter's attention that the wire would not come out of stent, appeared to present as if it were welded to the inside shaft of the stent delivery system. Patient condition: stable, without injury list product(s) used to complete the procedure: - a new forte guidewire and synergy 3.0x12 stent system.